Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and the act button was not responding properly. Blood glucose level at the time of the incident was 410 mg/dl; the patient had not treated for the high blood glucose. High blood glucose troubleshooting was declined. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm due to unresponsive button. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.